Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 300 (mg/dl). A pump bolus and manual injection were delivered to address bg levels. Reportedly, the customer believes there was an issue with their infusion site but was unsure. Recommendation was made to consult with their health care provider to discuss infusion site issue and diabetes management.